Event description:
It was reported that the procedure was to treat a de novo and moderately calcified vessel in the mid right coronary artery (rca). Pre-dilatation was performed using a 2.75x12mm balloon at 10 atmospheres (atms). The 2.75x28mm xience prime was deployed, however, check shot revealed a distal end dissection upon removal. A 2.75x8mm stent was used to treat the dissection. Results were very good with timi iii flow and no residual stenosis. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.